Event description:
Complainant alleged that while attempting to treat a female pt in cardiac arrest, the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.